Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that an anchor plate had broke intraoperatively during a procedure. There was no adverse consequences or medical intervention reported for this event.

Manufacturer narrative:
Although the anchor plate has not been returned, the intraoperative plate breakage could be confirmed based on the event description and the provided image. Additional information was requested. The only information that has been received through email was that the forceps used to bend the plate during the case was a mosquito forceps. Figure 1 illustrates the broken plate, thus plate breakage could be confirmed. Based on the available information on hand, the used forceps is most likely the halstead mosquito (32-01007; fig. 2). The forceps is illustrated in the brochure (leibinger instruments craniomaxillofacial surgery; 90-01100; 2007) as a needle holder and is not designed for bending the affected plate. It has a curved jaw with a serrated working surface, that deforms/damages the plate during bending and creates predetermined breaking points. Thus, the forceps is not appropriate to be used as a bender with the anchor plate in question. In sum, because the surgeon has used the mosquito forceps to bend the affected plate, the root cause for the plate breakage can be attributed to an off label use of the above mentioned forceps. Based on this evaluation, there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that an anchor plate had broke intraoperatively during a procedure. There was no adverse consequences or medical intervention reported for this event.